Manufacturer narrative:
Corrected: adverse event checked as it was omitted at the initial submission required intervention checked as it was omitted at the intal submission updated for clarity na added as it was omitted at the initial submission. UDI added as it was omitted at the inital submission. Serious injury checked as it was omitted at the inital submission the device investigation has been completed and the results are as follows: device history record: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Returned sample: the implant was returned but not in original package. The implant was measured and verified to be a hahn tapered implant 5.0 mm x 10 mm (70-1154-imp0015). Complaint investigator measured the critical parameters against drw 3025808 rev 3.0 from DHR and found no deviation. There was no defect or non-conformity observed. The threads were intact and the internal feature was fine. Very minimal bone debris and blood clot was present from the implant. Root cause: "failure to osseointegrate" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. IFU 3034554 rev 1.0 (hahn tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The IFU also contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to."

Event description:
It was reported that the hahn tapered implant failed. The patient bone grade is noted as a grade I-ii. The patient presented on (B)(6)2016 for primary implant on tooth #3. On (B)(6)2017 the patient returned for a follow-up and upon exam the provider notes general bone loss and a failure to integrate. The provider also notes that the implant was place on a previous or simultaneously grafted site. The patient current status is listed as "satisfactory."

Manufacturer narrative:
The dentist reported a (B)(6) patient had implant failure to osseointegrate, but no harm caused to the patient. Product investigation and DHR review are pending. A follow-up report will be completed when the results become available.

Event description:
It was reported implant failure to osseointegrate. The patient experienced general bone loss and had implant placement in previously/simultaneously grafted site. However, there were no abnormalities that may have contributed to the implant failure. The implant was reported to have primary stability and was not loaded for almost one year. There was no serious injury or adverse events reported to the patient, and the patient was in satisfactory condition. The patient was reported to have bone type ii and iii and no pre-existing conditions.